Manufacturer narrative:
On 14-may-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual inspection, the device was found to be ruptured. Additionally, an anomaly was observed in the edges of the rupture, consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right-sided rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with two 475cc mentor memorygel breast implant prostheses and experienced postoperative bilateral rupture and right-sided capsular contracture. Right-sided rupture and capsular contracture were suspected initially, and as a result, the patient underwent bilateral removal and replacement with two 550cc mentor memorygel breast implant prostheses (catalog #: 3505504bc) on (B)(6) 2020. Upon explantation, left-sided rupture was observed. This report is for the left prosthesis.